Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation after the box opened for an endoscopic vein harvesting procedure, the vasoview hemopro vh-3500 was a bad kit. The co2 insufflation port tubing came undone from the btt. New device. Delay just to get a new kit. No patient harm reported.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 11/16/2023. An investigation was conducted on 11/16/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The harvesting device and cannula were observed to be intact with no visual defects. A microscopic inspection was conducted. Evidence of glue was observed on the outside of the insufflation tubing as well as within the port. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "connection problem" was confirmed. The lot # 3000343266 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.